Event description:
Boston scientific crm received information that this right ventricular lead was explanted due to oversensing. No adverse patient effects were noted.

Manufacturer narrative:
This lead was explanted. Pending the return and completion of lab analysis, this section will be updated appropriately.